Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18350. It was reported that the patient¿s therapy strength was reducing on its own. Diagnostics revealed high impedances on the leads. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Related manufacturer reference number: 1627487-2022-06680, related manufacturer reference number: 1627487-2022-06681. Additional information received indicates that the fluoroscopy imaging shows that the anchors have migrated following a fall.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the leads and anchors were explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.